Event description:
It was reported that during an open reduction internal fixation of the right hip using a trochanteric fixation nail, when compressing the compression nut on the aiming arm, the aiming arm would jam and not hold as expected. The surgeon utilized an alternative method; the perfect circle method to achieve the distal lock on short trochanteric fixation nail instead of on the aiming arm. The surgery was successfully completed with a ten minute delay but no complications or harm to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and a material review report was found for 1 out of 21 parts not anodized at supplier operation. The one part was not anodized because the supplier found that a prior op was missed. They scrapped the one nonconforming part. The relevance of this nonconformance is not able to be determined because there is not enough information provided. A material review report was found for nicks and scratches on 3 out of 400 parts. The 3 nonconforming parts were scrapped. This nonconformance is not relevant to this complaint because the issue is visual. A material review report was found for incorrect aql quantity on inspection report from the supplier. The parts were re-inspected at the correct aql quantity and accepted. This nonconformance is not relevant to this complaint because it is for a documentation issue. A material review report was found for no passivation or material certificate of conformance provided on supplier parts. The supplier provided the certificates and the parts were inspected and accepted. This nonconformance is not relevant to this complaint because it is a documentation issue. A material review report was found for material and hardness certificates of conformance not received on supplier parts. The supplier provided the certificates and the parts were re-inspected and accepted. This nonconformance is not relevant to this complaint because it is for a documentation issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: an instrument belonging to the trochanteric fixation nail system, one 130° aiming arm was returned with the complaint that: ¿an open reduction internal fixation of the right hip using a trochanteric fixation nail, when compressing the compression nut on the aiming arm, the aiming arm would jam and not hold as expected.¿ upon receipt of this device, it was seen that the aiming arm shows signs of repeated use and wear; however, when mated with a compression nut (357.371) and a blade guide sleeve (357.369) the device was found to function properly and as intended. The device did not jam and held the compression nut securely, but could release as it is designed to. This complaint could not be confirmed. The root cause of this complaint cannot be determined; it is unknown if the blade guide sleeve or compression nut, which were used during the exact procedure connected to this complaint, could have contributed to this complaint as they were not returned. It is plausible that other instrumentation was misaligned or damaged making use of the aiming arm difficult. The drawings for the 130° aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. The returned instrument conforms dimensionally. The root cause of this complaint is undetermined as this complaint could not be confirmed; other variables and conditions during the surgery may have inhibited this device from functioning as intended at the time that this event occurred. This complaint is unconfirmed. The design of this device is adequate for its intended use and did not contribute to this complaint condition. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.